Event description:
It was reported that patient presented in clinic for an implant procedure on (B)(6) 2021. During the procedure, it was noted that the right ventricular lead helix was not moving. The lead was not used. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be partially extended and clogged with dried blood. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The cause of reported event was isolated to the helix being clogged with dried blood and over-torque of the inner coil. All other damages were sustained during the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be partially extended and clogged with dried blood. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The cause of reported event was isolated to the helix being clogged with dried blood and over-torque of the inner coil. All other damages were sustained during the procedure.